Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Updated fields: d8, h2, h3, h6 (type of investigation, investigation findings, investigation conclusions), h11 the device was returned to olympus for evaluation, but the customer's allegation was not confirmed. The device underwent a visual inspection and functional tests and passed all functional and leak tests. Based on the results of the investigation, and since the device malfunction was not confirmed during evaluation, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the rhino-laryngo video scope exhibited foreign object at the port of the forceps channel. The issue occurred during preparation for use. There were no reports of patient harm.